Manufacturer narrative:
Device evaluation: one smiths medical legacy plus pump was returned for analysis with a scratched screen. During analysis, the device was started in application and problems were found with the device double beeping with a cassette attached. It was noted that the downstream sensor was the cause of the reported issue. Service will replace downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Additional information was received indicating that there was no patient involved. The malfunction happened while testing.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited double beeping. No adverse effects were reported.